Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified air in patient line alarm occurred on an amia automated pd system during peritoneal dialysis therapy. The patient stated they had to start over due to the air in line and were not sure of the process step. There was no patient injury or medical intervention associated with this event. No additional information is available.